Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impedance. The patient was contacted and asked to present in clinic. During the in office visit a chest x-ray as preformed and it was discovered that the device migrated. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the high voltage impedance was greater than the upper limit and the implantable cardioverter defibrillator migrated. No intervention was performed.